Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the ventilator interface board. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the ventilator interface board.

Event description:
The hospital reported that, during boot-up, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.